Manufacturer narrative:
The implnated device remains.

Event description:
Per the clinic, the patient experienced vertigo intermittently since implantation and was prescribed an oral steroid (dates not reported). The implanted device remains.